Manufacturer narrative:
Updated blocks: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was alarming constantly. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the red ultrasonic level sensor to lab use only (luo) testing equipment. The pst did not observe any unexpected low level, disconnects, or 'sensor not attached' messages during the evaluation as the sensor functioned as intended. It was determined that the red level sensor met specification.